Event description:
Pt sustained a partial/full thickness burn from desiccant packet from adult colormetric co2 detector package. After intubation, the desiccant packet was found under the pt's right shoulder. Pt had been extremely diaphoretic and agitated. Packet fell off of pt's shoulder and chemical burn found. Area was flushed with 2 liters of saline. Packet appeared to have burn hole in the center of side with writing on it. None of the clinicians/providers were aware of the caustic chemical in the package and there was no warning of such on the package.